Manufacturer narrative:
The zoll quattro catheter was not returned to zoll for evaluation. Since the device was not returned, an investigation could not be performed and a root cause could not be determined. A follow-up report will be submitted when the product is returned and the investigation has been completed.

Event description:
The ivtm therapy was initiated using the quattro catheter (lot # 198759). The catheter was placed into the femoral vein. A few hours after the start, during the rewarming phase of the treatment, the customer observed a decrease of the saline in the 500 ml bag. The catheter was replaced to continue the treatment. No patient injuries were reported.